Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) initial = 136.56 miu/ml, repeat = <1.20 miu/ml, repeat on another architect = < 1.20 miu/ml. No impact to patient management was reported.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6). Initial = 136.56 miu/ml, repeat = <1.20 miu/ml, repeat on another architect = < 1.20 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the architect total b-hcg assay, confirming no systemic issue for the lot. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total b-hcg lot# 64271ud00.